Event description:
This is report 2 of 2 for the same event. It was reported that during a prodisc surgery at level c4-5, it was discovered that the electric pen drive device and cable for console device would not power on while in use with an attachment device, cutter device, and a hand control device. According to the report, the device was checked before surgery and was working properly. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use, and the surgery was successfully completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.